Event description:
It was reported by the patient that the lead had fractured. The lead was replaced. No patient complications were reported. Additional information received from the patient reports that she received several shocks and personal pain and suffering.